Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect user interface module (uim) for investigation. The failure analysis lab performed power cycle runtime routines and power testing, which found low voltage output on the 3 volt coin cell battery of the control board on the suspect uim. The fa lab was able to duplicate the reported customer event and determined that the cause was associated with the low voltage state of the coin cell battery. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. Carefusion¿s failure analysis lab will be performing a failure investigation. Once the failure investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported the screen on this (B)(4) ventilator does not power up. The customer reported that the screen was blank. The customer stated that this unit was not on a patient.